Event description:
Case reference number (B)(4) 6 is a spontaneous report sent on (B)(6)2023 by a 62-year-old female patient concerning herself. Additional information was received from patient herself on (B)(6) 2023. The patient had no known medical history or allergies. Concomitant medications included gabapentin [gabapentin] and unspecified bladder medications. The patient had previously received treatment with restylane kysse. On an unknown date, the patient had received moderna covid-19 vaccine. In (B)(6) 2022, the patient received treatment with restylane defyne to lips (unknown amount, lot number, injection technique and needle type). The restylane defyne was injected to lips (off label use of device). On (B)(6) 2023, the patient had a delayed reaction, her lips were swelled up/edema (implant site oedema) from the filler. Her lips were huge, and she also had itching (implant site pruritus) and burning (implant site pain). The patient stated that this was a delayed reaction. In 2023, the patient was hospitalized for 3 days. In the hospital, they started the treatment with prednisone [prednisone]. The patient reported that she had been on corrective treatment with prednisone for a month and she had been out of work for 8 weeks. The patient had visited many physicians and they said that the lip filler had caused the events. On (B)(6) 2023, the patient would have the filler dissolved by someone. Outcome at the time of the report: swelled up/edema was not recovered/not resolved/ongoing. Itching was not recovered/not resolved/ongoing. Burning was not recovered/not resolved/ongoing. Restylane defyne was injected to lips was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of oedema at implant site and the non-serious events of pain and pruritus at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical intervention and hospitalization to prevent permanent damage. The potential root cause includes the treatment procedure and a more specific cause cannot be established based on the available information. The restylane defyne was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.